Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter claimed that the patient's blood glucose was elevated while there was a leakage issue with the cartridge. The reporter could not provide any numeric values for the elevated blood glucose and the serial number of the effect cartridge lot#. It is not clear what caused the patient's alleged elevated blood glucose at the time of concern. This complaint is being reported because the patient allegedly had elevated blood glucose while using the alleged animas cartridge.